Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, the patient experienced serious bodily injuries, including, but not limited to: extreme pain, erosion of her bodily tissue, additional surgeries, continual bladder and urethra infections and other injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.